Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The analysis of the lead fragment revealed a fracture of the conductor cable to the rv shock coil at the df-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the conductor fracture occurred due to excessive mechanical forces during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
A portion of this lead was explanted and the remainder of this lead is capped in the body. The physician replaced this lead with a similar lead, on (B)(6) 2014 due to a possible fracture. Should additional information be received, this file will be updated.